Manufacturer narrative:
Concomitant medical products: product ID 3877-45, lot# 0204724099, implanted: (B)(6) 2011, explanted: (B)(6) 2016, product type: lead. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that during the revision of the patient¿s implantable neurostimulator (ins), it was necessary to replace an extension because it had to be cut loose. However, the patient¿s original lead would not connect with the replacement extension. It was stated the lead ¿couldn¿t be advanced in to the connection of the extension.¿ there was ¿no quick solution¿ to the issue, as it was reasoned it ¿may have been caused by the fact that the lead was already five years in situ and the extension, brand new, which made it incompatible.¿ there were no contributing factors reported. It was noted that due to this event, the ¿patient had to undergo a revision again a few weeks later for replacing the old lead.¿ the lead was replaced on (B)(6) 2016 as a result of the event and the issue was resolved; the patient was alive with no injury at the time of report.

Manufacturer narrative:
Device evaluation: analysis of the lead found that ¿environmentally assisted degradation of the insulation on the conductor end of lead wouldn't allow the lead to be inserted into the extension.¿ it was noted the outer insulation of the lead was cut breached 16.2 cm from the proximal end. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.